Event description:
It was reported that there was a communication problem when the patient would try to use her recharger. It was stated that the patient¿s device would shut off and she could not get it to turn back on. It was stated that when the patient would try to charge her battery she would get the ¿reposition antenna¿ screen. It was noted that on the day of this report, the patient didn¿t ¿feel stimulation now, but did earlier.¿ it was stated that the patient had been diagnosed with ¿crps¿ and that her stimulator would interfere with it. It was noted that the patient had her stimulator on, on the day of this report. It was stated that the patient¿s ins had last been recharged ¿about a month or so ago.¿ it was noted that the patient could not connect to her ins with her patient programmer (pp) either.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-33, lot# v741237, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v745830, implanted: (B)(6) 2011, product type lead; product ID 3998, lot# v766316, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient was still waiting for their appointment to be schedule with the doctor and the manufacturer.